Event description:
Catheters from this lot were being utilized for diagnostic cardiology procedures when they kinked. There were no reported injuries to any of the pts involved. Note: the catheters from these multi-packs in use at the time of each incident were the judkins right catheters.